Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4968-35 implantable pacing lead, (B)(6) 2010; 4965-35 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced dizziness. The electrogram confirmed pacing failure, rapidly increased lead impedance, and noise. The lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.